Manufacturer narrative:
Concomitant medical products: evolutr-34-us transcatheter valve, implanted (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and low impedance. The lead was capped and replaced. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.